Event description:
A customer reported an s7-3t transducer would not change the articulation radius on an ie33 ultrasound system. It is unknown if the transducer was in clinical use at the time of the event. The suspect transducer has been replaced at the customer site. There was no patient or user harm associated with this event.

Manufacturer narrative:
The suspect transducer was unable to be returned for evaluation. Since the transducer has not been received for evaluation, no failure or root cause analysis of the part could be performed. The system was placed back into service at the customer site and no additional issues have been reported post notification. H3 other text: suspect transducer was unable to be retrieved from the customer.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t transducer would not change the articulation radius on an ie33 ultrasound system. It is unknown if the transducer was in clinical use at the time of the event. The suspect transducer has been replaced at the customer site. There was no patient or user harm associated with this event.